Manufacturer narrative:
The following fields were updated: b4, b5, g3, g6, h2, h7, h11.

Event description:
The spain customer reported " inferior door spring does not work normally" for the coverstainer instrument. The problem was described as the door closes suddenly and the shock absorbers are not working correctly. It was confirmed that no harm has occurred. The agilent field service engineer (fse) went back to the customer's site and replaced the shock absorbers. The instrument is fully operational and ready for use. Testing was able to be completed. While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.

Event description:
The spain customer reported " inferior door spring does not work normally" for the cover stainer instrument. The problem was described as the door closes suddenly and the shock absorbers are not working correctly. It was confirmed that no harm has occurred. The agilent field service engineer (fse) went on site to verify functionality before cleaning and lubricating the shock absorbers. Replacement shock absorbers have been ordered and will be installed during the next service visit. Upon confirmation of the replacement, a follow-up report will be submitted. Testing was able to be completed. While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.